Manufacturer narrative:
Concomitant products: w2dr01, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing on the presenting electrograms (egm) and on the episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.